Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure. Customer¿s blood glucose level was 172 mg/dl at the time of incident. Customer states that clear alarm and finish complete prime process. Customer states that on second occurrence self test was not ok. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin trace on the keypad assembly.